Manufacturer narrative:
G4:14dec2020; b4:15jan2021. The customer declined repair of the device. If further information is obtained, this complaint will be reopened and a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14oct2020.

Event description:
The customer reported a battery issue. The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred.